Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. The photos show an instrument on a tyvek label. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Based on the photographic evidence available the reported condition of the instrument would not fire was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, when cutting the pulmonary lobe, the first two staples could not be fired. A third reload together with a new handle were used to complete the procedure. There was no patient injury.